Manufacturer narrative:
The pacemaker was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing, and pacing inhibition that resulted in greater than 2 seconds of asystole on the right ventricular (rv) lead. The impedance measurements were within the normal range. The lead was not checked in the unipolar configuration and impedance was not tested with pocket manipulation and isometrics. Noise was also noted on the right atrial (ra) lead. The patient is pacemaker dependent and was asymptomatic. Boston scientific technical services (ts) recommended further evaluation and testing of the leads. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.